Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise mix motor to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported high ise (ion-selective electrode, which includes sodium, potassium and chloride) patient results were generated on the dxc 700 au clinical chemistry analyzer. The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association with this event.